Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, via a manufacturer representative (rep). It was reported that the ins was in overdischarge due to patient compliance. The rep interrogated the ins battery and determined that the patient¿s ins was overdischarged. The rep said the patient did not have time to try a trickle charge at the office but they had the rep's phone number and the patient had been instructed to call when they had time to meet and dedicate to a trickle charge. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy and spinal pain. It was reported that the patient¿s ins had been ¿off for like 2 weeks.¿ the patient reported that the battery died and that they can¿t charge the ins. No symptoms or complications were reported.